Manufacturer narrative:
Troubleshooting is in progress. The event is still being investigated. No conclusion can be determined at this time.

Event description:
A problem was reported with regard to a high image analysis measurement (iam) on the pk7200. It was reported that not all samples having high lia values followed by samples with empty well flags were flagged with error flags. Blood group mistype could have resulted. Tp results could have been released because they were not flagged at all. Consistent with the instructions for use, the operator reviewed the data logs for discrepancies and the results were not reported.